Event description:
Information was received that the patient was presented to the electrophysiology (ep) lab for placement of an epicardial left ventricular (lv) lead. The patient's prior transvenous lv lead history was significant for diaphragmatic stimulation. Two days following the lv revision procedure, the patient became hypotensive and died. There were no allegations or complaints against the chronic device or recently implanted epicardial lv lead.